Manufacturer narrative:
(B) (4). (B) (4). Device fired through lockout, empty. Evaluation summary: the analysis results found that the el5ml device was received in good visual condition. When testing the device for functionality, it was noted to be empty and the lockout was fired through. No further testing could be performed due to the returned condition. Please note the device contains a last clip lockout feature designed to increase the force required to close the trigger, thereby reducing the possibility that the empty jaws will be closed on a vessel. If the trigger is forced closed, once the last clip lockout has engaged, the jaws may remain closed. The event could not be confirmed due to the condition of the device. However, although the event could not be confirmed, a corrective action has been initiated to address the root cause of the opening issues. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon couldn't open the device after the first firing. He tried several times but it was locked. After this, he followed the advice of the sales rep (was not attending the surgery) and pushed the firing handle forward. This action opened the device. The clip was still formed perfectly and stayed in place. There were no adverse consequences for the patient.